Manufacturer narrative:
The associated complaint device was not returned. A review of the manufacturing records for the listed batch did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during surgery driver tip broke off into screw head and was extracted. S&n backup was available. No delay to procedure, no injury to patient.